Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the subclavian artery. The absolute pro 6 x 80 mm on 135 cm self-expanding stent was deployed and after deployment, the stent was broken in two pieces. Additional dilatation was used to fully deploy the fractured stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break the absolute pro instruction for use states: the absolute pro .035 peripheral self-expanding stent system is intended for the stenting of peripheral arteries as an adjunct to percutaneous transluminal angioplasty (pta) and for the palliation of malignant strictures in the biliary tree. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information revealed the subclavian artery was 70-80% stenosed. There was no resistance felt during advancement or withdrawal of the delivery system. There were no reported adverse patient effects and no clinically significant delay in the procedure. The patient had a good outcome.